Event description:
It was reported by the customer that there was a general complaint of over infusions from the biomed department. The biomed indicated they had been performing flow tests within the biomed department. Although requested, the customer did not provide any specific details for this report. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an over infusion (general complaint) was not determined because no products or device logs were returned.